Manufacturer narrative:
The device is not returned at the moment. Method - the device history record review will be performed. Morpho-histological analysis will be performed on the valve. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.

Event description:
The manufacturer was notified on (B)(6) 2013 of a mitroflow valve (lxa size 25) that was explanted after 3 months due to valve dysfunction. The explant occurred on (B)(6) 2013. Device was explanted and replaced with another mitroflow lxa (size 23) bioprosthesis.